Event description:
The customer reported false positive creatine kinase-mb (ck-mb) results involving unicel dxi 800 access immunoassay system. This is report number one of two referencing unicel dxi 800 system serial number (B)(4). Subsequent testing produced a result within the clinical reference range. The erroneous results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(4) 2009. The fse discovered debris on the aspirate probes and replaced the probes and tubing. The fse performed alignments, completed high sensitivity (hs) system check, and verified system performance. The unit confirmed to the manufacturer's performance specifications. Pt samples were collected in lithium heparin tubes and centrifuged on the automation line. Quality control (qc) and system check info were within specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to MDR 2122870-2011-04462.